Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-nov-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis. It was reported that while doing a post procedure "sweep" with the soundstar catheter, a pericardial effusion was visualized. Pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Information received indicated that the physician¿s opinion on the cause of this adverse event that it occurred during the procedure while moving catheter. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization. Other relevant history/preexisting condition was this was a redo procedure, one month passed between procedure, same procedure. The transseptal puncture was performed with bayliss versacross. Prior to noting the pe/CT ablation was performed. No evidence of steam pop. The flow setting was qdot, variable. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features were used dashboard, vector and visitag. The visitag module parameters for stability used were 4mm, 3s, no fot, and 2mm tag. No additional filter was used with the visitag. The color option used prospectively was impedance drop.

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a qdot micro catheter and suffered a pericardial effusion which required a pericardiocentesis. The device evaluation was completed on 24-nov-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).